Event description:
It was reported that (1) pmw35 was used during a colon resection procedure. It was reported by the rep that the surgeon used the pmw35 skin stapler to close the incision at the end of the case. The surgeon kept noticing that the staples were not releasing from the gun in a smooth fashion. Even though this occurred frequently, the surgeon used the same stapler to finish closing the incision. There was no consequence to pt.